Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient was treated with chlorhydrate and bactroban IV antibiotics for an infection.more information was not available at the time this report was filed (B) (4). The implanted device remains.